Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm at an unk location an unk date. Aneurysm and vessel morphology at the time of implant are unk. The pt was brought to the hospital emergently. It was reported that the stent graft migrated and had been leaking for an unk amount of time. The CT demonstrated that the aneurysm had ruptured approx. 24 months post implant. The pt was converted to an open repair. It was reported that the day after surgical conversion the pt expired. The user facility discarded the device.